Event description:
It was reported that the arctic sun device did not have any flow and was told by the helpline that was due to the system hours. Biomed would like to send it in for the 2000 hour preventive maintenance. Per sample evaluation, it was reported that the power cord restraining bracket and screws were missing. One of the outer shell to chiller frame bolts was found cross threaded and a bolt for the upper bracket to lower bracket was missing. The ac cca card and power inlet module were visually inspected and found to be operational although exhibit signs of electrical overstress. Patient temperature 1 connection on the isolation circuit card was found pulled forward and down from the front of the card which caused the solder connection to the circuit card to fracture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device did not have any flow and was told by the helpline that was due to the system hours. Biomed would like to send it in for the 2000 hour preventive maintenance. Per sample evaluation, it was reported that the power cord restraining bracket and screws were missing. One of the outer shell to chiller frame bolts was found cross threaded and a bolt for the upper bracket to lower bracket was missing. The ac cca card and power inlet module were visually inspected and found to be operational although exhibit signs of electrical overstress. Patient temperature 1 connection on the isolation circuit card was found pulled forward and down from the front of the card which caused the solder connection to the circuit card to fracture.